Event description:
It was reported that the user perceived the ilet pump algorithm as too aggressive and expressed dissatisfaction with the lack of setup instructions, while also indicating plans to receive external training and being offered internal clinical support and 24/7 assistance. Symptoms included hypoglycemia, with the cause unclear. Outcomes included no hospitalization, no emergency treatment, and no device alerts or alarms. Investigation included complaint intake, user follow-up planning to obtain additional event details and blood glucose information, and provision of education and troubleshooting support. Investigation of this case revealed no confirmed device malfunction or component failure and no evidence of alert or alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.